Manufacturer narrative:
The technician found a hex rod broken and a caster worn. The technician replaced the hex rod and caster to repair the stretcher.

Event description:
Information received, indicates the brake will not hold.